Event description:
The physician attempted right femoral arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. It was reported that "material" of the perclose device did not engage the vessel; therefore, another perclose device was placed over the guidewire. It was reported that the device was deployed and upon securing the knot, the suture removed. Hemostasis was achieved manually. Following the procedure at an unspecified time and date. The patient was taken to surgery for a thrombectomy and patch angioplasty. It is unknown how the patient is doing to date. Though requested, no additional information was provided.